Manufacturer narrative:
A lumenis service engineer examined the subject device on 23-jan-2018, and after checking the morcellator with the vacuum test gauge to check if the vacuum was building up sufficiently, it was confirmed that the morcellator pump was generating the required vacuum pressure in the test jig, meeting manufacturer's specifications. After examining the aspiration tubing, it was determined that suction at the distal end of the tubing was insufficient. The service engineer confirmed that the tubing was a lumenis provided tubing, and it had become too "rigid", hence the pressure was not developing. The tubing was almost a year old at the time of the incident, and it had been used more than 10 times. The device was described as too rigid upon inspection by the service engineer. The tubes are routinely cleaned and even sterilized . A review of the subject device operator manual (um_1110830_d) revealed the following statements: "warning: do not use tubing other than that provided by lumenis. Using alternative tubing may jeopardize the safe operation of the versacut + system. "Aspiration tubing is designed only for single use and may not be resterilized. Discard after use." "It is strongly recommended to have extra reusable accessories ready and available in the operating theatre should they be needed to complete a procedure. Furthermore, since the aspiration tubing, tissue collection container and drainage tube cannot be resterilized, ensure an adequate supply to meet your surgical requirements." In the troubleshooting section (page. 6-10): "probable cause: the aspiration tubing is clogged. Corrective action: 1. Verify tube is not crushed, twisted or collapsed. Amend as necessary. 2. Using aseptic technique, attempt to clear the blockage by inserting the blade set tip into a bowl of sterile solution and pressing the footswitch lightly to activate aspiration. 3. If the blockage cannot be cleared, remove the aspiration tubing and replace with new sterile tubing." A review of product labeling (lb-114133_b) for the aspiration disposables kit (ac-1141940) revealed that on the label itself is the international symbol for single use products, the numeral 2 within a circle with a 45° line through it. Conclusion: aspiration tubing is a user replaceable part which if replaced during a procedure may enable resuming the operation. The operator manual instructs the user about the proper use and maintenance of the system and components, and the system should be used by a professional user. There are numerous warnings and recommendations in the operator manual about having a supply of single use aspiration tubing ready and available for use with the versacut plus morcellator. As it had been reported that "the tubing was almost a year old at the time of the incident, and it had been used more than 10 times.", lumenis has determined that device operator's failure to follow subject device IFU and reuse of a single use device to be cause of the reported event. Although there had been no report of patient injury or complications, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks. Lumenis is reporting this event.

Event description:
A foreign user facility reported that during a holep procedure in which a versacut plus morcellator was being utilized, the device was not developing enough suction and as a result was unable to morcellate the tissue. The gland was left in the patient's bladder and the remainder of the procedure had been cancelled. Two days later, after receiving a new tubing set, the facility completed the procedure without any further complication.